Manufacturer narrative:
This is a final report.this type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient was explanted in 2006 due to chronic infection. The patient will not be reimplanted.